Event description:
Per the clinic, the patient experienced an extrusion (exposure) of the implant subsequent to sustaining a head trauma from a fall (specific date not reported). Explant and reimplantation is planned but has not taken place at the time of this report.

Event description:
Per the clinic, the patient experienced skin breakdown at the implant site. Explant and reimplantation is planned but has not taken place at the time of this report. Additional information has been requested but has not been made available as of the date of this report.